Event description:
Guidant received information that this lead was surgically abandoned due to high pacing thresholds. During the lead revision procedure, the setscrews on the original device became lodged and unable to be re-used, the ventricular lead would not fully insert into the second device. A third device was successfully implanted.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance or patient condition.